Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device"), wound infection ("wound infection after laparoscopic procedures") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included anal fissure, polycystic ovaries and metrorrhagia. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, wound infection (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain ("abdominal pain"), proctalgia ("rectal pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic reaction"), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection / urinary infection"), cystitis ("infection bladder"), bladder disorder ("bladder"), urinary tract disorder ("urinary disorder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problem"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), fungal infection ("recurrent yeast infections"), coagulopathy ("blood clots"), impaired healing ("non-healing incision wound") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, wound infection, gastrointestinal disorder, abdominal pain, proctalgia, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, hormone level abnormal, urinary tract infection, cystitis, bladder disorder, urinary tract disorder, female sexual dysfunction, migraine, headache, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, weight decreased, fungal infection, coagulopathy, impaired healing and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, coagulopathy, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, impaired healing, menorrhagia, migraine, nausea, nervous system disorder, proctalgia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, weight increased and wound infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Most recent follow-up information incorporated above includes: on 28-feb-2018: significant case correction: event essure confirmation test not performed was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device"), tooth abscess ("dental problems: deteriorating abscess and had abstraction"), postoperative wound infection ("wound infection after laparoscopic procedures") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 626622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included anal fissure, polycystic ovaries and metrorrhagia. Concurrent conditions included obesity, lightheadedness, rib pain, polycystic ovaries, vaginal pain, painful urination, urinary frequency and vaginitis. Concomitant products included hydrocodone, medroxyprogesterone (depo provera), panadeine co (tylenol #3) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 10 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, tooth abscess (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain ("abdominal pain"), proctalgia ("rectal pain"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection / urinary infection"), cystitis ("infection bladder"), bladder disorder ("bladder"), urinary tract disorder ("urinary disorder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth fracture ("dental problems: broken teeth"), nervous system disorder ("neurological conditions or problems - type: rt legs issue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problem"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), fungal infection ("recurrent yeast infections"), coagulopathy ("blood clots"), impaired healing ("non-healing incision wound"), alopecia ("hair loss"), mood swings ("hormonal describe: mood swings"), urticaria ("allergic or hypersensitivity reaction: hives sporadically") and vision blurred ("vision/ eye problems- type: blurred vision"). The patient was treated with surgery (dental abstraction). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, tooth abscess, postoperative wound infection, gastrointestinal disorder, abdominal pain, proctalgia, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, hormone level abnormal, urinary tract infection, cystitis, bladder disorder, urinary tract disorder, female sexual dysfunction, migraine, headache, nausea, tooth fracture, nervous system disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, weight decreased, fungal infection, coagulopathy, impaired healing, alopecia, mood swings, urticaria and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, coagulopathy, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, impaired healing, menorrhagia, migraine, mood swings, nausea, nervous system disorder, postoperative wound infection, proctalgia, tooth abscess, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram: in 2008: total bilateral occlusion ultrasound pelvis: on (B)(6) 2011: 9mm cervical cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, urinary tract infection, vaginal discharge most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received: new reporters, patient demographic information, product indication updated, event neurological condition or problems updated to rt leg issue, event tooth disorder updated to new event tooth fracture, new events tooth abscess, mood swings, urticaria, and vision blurred added. On 6-jun-2018: mr received: concomitant medication and disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device"), wound infection ("wound infection after laparoscopic procedures") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included anal fissure, polycystic ovaries and metrorrhagia. Concurrent conditions included obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, wound infection (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain ("abdominal pain"), proctalgia ("rectal pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic reaction"), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection / urinary infection"), cystitis ("infection bladder"), bladder disorder ("bladder"), urinary tract disorder ("urinary disorder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problem"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), fungal infection ("recurrent yeast infections"), coagulopathy ("blood clots"), impaired healing ("non-healing incision wound") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, wound infection, gastrointestinal disorder, abdominal pain, proctalgia, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, hormone level abnormal, urinary tract infection, cystitis, bladder disorder, urinary tract disorder, female sexual dysfunction, migraine, headache, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, weight decreased, fungal infection, coagulopathy, impaired healing and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, coagulopathy, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, impaired healing, menorrhagia, migraine, nausea, nervous system disorder, proctalgia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, weight increased and wound infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: significant case correction: event essure confirmation test not performed was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device"), tooth abscess ("dental problems: deteriorating abscess and had abstraction"), postoperative wound infection ("wound infection after laparoscopic procedures") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 626622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmatoion test not performed". The patient's past medical history included anal fissure, polycystic ovaries and metrorrhagia. Concurrent conditions included obesity, lightheadedness, rib pain, polycystic ovaries, vaginal pain, painful urination, urinary frequency and vaginitis. Concomitant products included hydrocodone, medroxyprogesterone (depo provera), panadeine co (tylenol #3) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 10 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, tooth abscess (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), proctalgia ("rectal pain"), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection / urinary infection"), cystitis ("infection bladder"), bladder disorder ("bladder"), urinary tract disorder ("urinary disorder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth fracture ("dental problems: broken teeth"), nervous system disorder ("neurological conditions or problems - type: rt legs issue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problem"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), fungal infection ("recurrent yeast infections"), coagulopathy ("blood clots"), impaired healing ("non-healing incision wound"), alopecia ("hair loss"), mood swings ("hormonal describe: mood swings"), urticaria ("allergic or hypersensitivity reaction: hives sporadically"), vision blurred ("vision/ eye problems- type: blurred vision"), vomiting ("gastrointestinal or digestive system condition") and rash ("allergic or hypersensitivity reaction"). The patient was treated with surgery (laparoscopic procedures on (B)(6) 2011 and (B)(6) 2012), surgery (laparoscopic procedures on (B)(6) 2011 and (B)(6) 2012) and surgery (dental abstraction). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, tooth abscess, postoperative wound infection, abdominal pain, proctalgia, genital haemorrhage, menorrhagia, vaginal haemorrhage, hormone level abnormal, urinary tract infection, cystitis, bladder disorder, urinary tract disorder, female sexual dysfunction, migraine, headache, nausea, tooth fracture, nervous system disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, weight decreased, fungal infection, coagulopathy, impaired healing, alopecia, mood swings, urticaria, vision blurred, vomiting and rash outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, coagulopathy, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, impaired healing, menorrhagia, migraine, mood swings, nausea, nervous system disorder, postoperative wound infection, proctalgia, rash, tooth abscess, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vomiting, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2011: 9mm cervical cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, urinary tract infection, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Event gastrointestinal disorder was updated to vomiting and event rash was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device"), tooth abscess ("dental problems: deteriorating abscess and had abstraction"), postoperative wound infection ("wound infection after laparoscopic procedures") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. 626622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmatoion test not performed". The patient's past medical history included anal fissure, polycystic ovaries and metrorrhagia. Concurrent conditions included obesity, lightheadedness, rib pain, polycystic ovaries, vaginal pain, painful urination, urinary frequency and vaginitis. Concomitant products included hydrocodone, medroxyprogesterone (depo provera), panadeine co (tylenol #3) and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 10 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, tooth abscess (seriousness criterion medically significant), postoperative wound infection (seriousness criterion medically significant), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain ("abdominal pain"), proctalgia ("rectal pain"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), hormone level abnormal ("hormonal changes"), urinary tract infection ("urinary tract infection / urinary infection"), cystitis ("infection bladder"), bladder disorder ("bladder"), urinary tract disorder ("urinary disorder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth fracture ("dental problems: broken teeth"), nervous system disorder ("neurological conditions or problems - type: rt legs issue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problem"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), fungal infection ("recurrent yeast infections"), coagulopathy ("blood clots"), impaired healing ("non-healing incision wound"), alopecia ("hair loss"), mood swings ("hormonal describe: mood swings"), urticaria ("allergic or hypersensitivity reaction: hives sporadically") and vision blurred ("vision/ eye problems- type: blurred vision"). The patient was treated with surgery (dental abstraction). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, tooth abscess, postoperative wound infection, gastrointestinal disorder, abdominal pain, proctalgia, genital haemorrhage, menorrhagia, vaginal haemorrhage, hypersensitivity, hormone level abnormal, urinary tract infection, cystitis, bladder disorder, urinary tract disorder, female sexual dysfunction, migraine, headache, nausea, tooth fracture, nervous system disorder, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, weight decreased, fungal infection, coagulopathy, impaired healing, alopecia, mood swings, urticaria and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, coagulopathy, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, impaired healing, menorrhagia, migraine, mood swings, nausea, nervous system disorder, postoperative wound infection, proctalgia, tooth abscess, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram in 2008: total bilateral occlusion. Ultrasound pelvis on (B)(6) 2011: 9mm cervical cyst. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, urinary tract infection, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.